Manufacturer narrative:
The investigation determined that a discordant vitros anti- sars-cov-2 total result was obtained from a single patient sample processed using vitros cov2tot reagent lot 0023 on a vitros xt7600 integrated system. A definitive assignable cause for the discordant, non-reactive result was not established. The customer indicated the patient was symptomatic and a positive pcr result for the patient suggested the patient was infected with sars-cov-2. The non-reactive vitros cov2tot result for the patient is likely a false non-reactive result. Based on historical quality control results, a vitros cov2tot reagent performance issue is not a likely contributor to the event as vitros quality control fluid results were within the correct IFU interpretation region prior to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0023. Unexpected instrument performance is not a likely contributor to the events. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The presence of an unknown sample interferent causing the discordant non-reactive vitros serum result cannot be completely ruled out as a potential cause. No additional testing was performed to establish this or the reproducibility of the initial results, as there was no patient sample remaining following initial testing.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report a non-reactive vitros anti- sars-cov-2 total (cov2tot) result obtained from a single patient sample when tested on a vitros xt 7600 integrated system. The vitros cov2tot result was discordant based on a reactive vitros anti- sars-cov-2 igg (cov2igg) result from the same patient sample and a positive pcr result for the patient. Patient 1 result of 0.22 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2tot result was not reported from the laboratory to a physician. Patient management was not influenced based on the vitros result and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).